Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-apr-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 18-apr-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having more and more pain on their right side and the issue began like 2 or 3 months ago. Patient mentioned they reached out to manufacturer representative then they found out their right lead was not working and was completely dead. Patient wanted to know what kind of leads they had implanted since their implant might be replaced depending on the lead they have. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the pain increased as a result of the device not working properly. The lead wires on the right side had completely stopped working. The patient was going to have surgery to have the wires on both sides replaced. The patient had been in a lot of pain for a long time, the patient hadn't known it was the result of device failure. The issue was not yet resolved.